Event description:
It was reported that during a laparoscopic procedure, scissoring occurred. It was unknown which firing of the device this event occurred on, but it was not the 1st firing. The clip was fully advanced into the jaws prior to firing. There was no unexpected resistance or noise while firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed four scissored clips, and then the remaining clips were formed as intended. In additional, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.